Manufacturer narrative:
Reliability analysis inspected two opened/used enlite sensors and performed bicarbonate buffer test. Both sensors passed per specification with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call sensor anomaly. Customer's blood glucose level was 147 mg/dl. Customer advised the green light did not blink when connected to the sensor. Customer advised the isig was 27.08 and the device passed the test plug procedure. Customer removed the sensor and advised the cannula was shorter than normal. Customer was advised to discontinue use of the sensor and revert to a backup plan. Customer was advised that the sensors would be replaced and agreed to return the product for analysis.